Event description:
It was reported that cartridge leaked insulin. Customer did not know where the leak came from. There was no impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.